Manufacturer narrative:
(B)(4). B3 - accepted date of article d4: attempts have been made to gather all product identification information and no further information has been provided. G2: literature - to cement or not? Ten-year results of a prospective, randomized study comparing cemented versus cementless total knee arthroplasty, olson, nicholas r. Et al., the journal of arthroplasty, volume 40, issue 10, 2630 - 2636, https://doi.org/10.1016/j.arth.2025.04.076. The device will not be returned for analysis; however, an investigation of the reported event is in progress. Once the investigation is completed, once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported through a journal article that one patient in the cementless total knee arthroplasty cohort underwent a revision approximately 10 years and 9 months post-operatively due to bearing wear that resulted in instability. A thicker bearing was implanted, and all other components were retained attempts to obtain additional information have been made; however, no more is available at this time.

Event description:
No further event information is available at the time of this report.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The following sections were updated: b4, b5, g3, h2, h6. No product was returned or pictures provided; visual and dimensional evaluations could not be performed. Part and lot identification are necessary for review of device history records, neither were provided. Device is used for treatment. Insufficient information provided. Unable to perform a compatibility check. Complaint history review cannot be performed without product identification. Xrays were provided, however it is unknown if they apply to the patient in this complaint. A definitive root cause cannot be determined. No corrective actions, preventive actions, or field actions resulted after investigation of this event. Complaint is not confirmed. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.